Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the sensor pod and housing puck. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the thigh on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.